Manufacturer narrative:
It was reported that a denali polyaxial screw was fractured post-op. This incident was discovered by x-ray during the patient's routine follow-up. The fractured screw was removed during revision surgery; the date of revision surgery is unknown. The original surgery took place on (B)(6) 2018, and construct spanned from l4-s1. Fusion had occurred. Upon visual inspection, the screw is fractured superior to the midline of the shaft. Beach marks can be seen on the fracture surface which is indicative of fatigue fracture. These internal fixation devices serve as load bearing mechanisms which maintain alignment until healing has occurred. An implant could eventually break if it remains implanted after healing has occurred due to load bearing and/or residual motion. It is most likely that this fracture occurred due to fatigue since its implantation has spanned from index surgery to fusion, and beach marks are visible on fracture surface. Correction: b1 from product problem to adverse event. H1 from malfunction to serious injury.

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That a polyaxial screw broke at the shaft post-operatively and a revision surgery took place to remove the broken screw. Revision date unknown.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a screw broke at the shaft intra-operatively. The shaft of the screw remains in the patient.